Event description:
It was reported by service report that the cot retaining post was broken. The cot would not latch into the truck. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Pin bracket.